Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7123942/7126435.

Event description:
It was reported that the patients current battery placement was causing pain. It was also noted that the leads had migrated. The patient underwent a lead revision and battery pocket relocation.